Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.